Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts in the first proximal row that were bent back distally. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-apr-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 24x2.75mm, eccentric target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. Following pre-dilatation with a semi-compliant balloon, a 2.75x24mm promus element plus drug-eluting stent was advanced to treat the lesion but resistance was encountered. The device could not cross the lesion even after repeated efforts. The device was removed and the procedure was completed with plain old balloon angioplasty (poba) only. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.